Manufacturer narrative:
Event date: this event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix eva tpn bags had leaked. This event occurred after compounding the bags with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was conducted upon investigation of the returned sample, a leak was identified to be coming from a hole in the printed text on the front of the bag (B)(4). A batch review was performed. There were deviations noted during manufacture of the product. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.